Event description:
It was reported "the luer hub of the proximal lumen got detached from the extension line during placement of the catheter. Therefore, the catheter was removed and replaced with a new kit. No injury to the patient was reported." No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one guide wire and a 4-lumen cvc for analysis. Signs of use were observed inside the extension lines. The distal end of the catheter extrusion was trimmed. Visual inspection revealed the proximal extension line was separated from the luer hub. Microscopic examination confirmed the damage and revealed that a portion of the extension line was still molded within the separated luer hub. This damage is consistent with past manufacturing molding complaints. The outer diameter of the proximal extension line measured 2.19mm, which is within specification limits of 2.13-2.21 mm per the proximal extension line extrusion graphic. The inner diameter of the proximal extension line measured 1.4224mm, which is within the specification limits of 1.420mm-1.500mm per the proximal extension line extrusion graphic. A manual tug test confirmed that the distal and medial extension lines were secure to their respective luer hubs. A device history record review was performed and no relevant findings were identified. The complaint of a separated extension line was confirmed by an investigation of the returned sample. Visual inspection revealed the proximal extension line was separated from the luer hub. The separation points on the extension line appeared rough and jagged, which is consistent with past manufacturing molding complaints. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend on complaints of this nature.